Event description:
It was reported that the left ventricular exhibited a loss of capture. X-ray confirmed that the lead dislodged. Lead revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted on (B)(6) 2013.